Event description:
It was further reported that the lesion being treated was an 85% stenotic lesion in the bile duct. It was reported that the guidewire was manipulated through a metal entry needle, but without any friction or kinking. The wire kinked when the physician attempted to withdraw it. The damage to the wire occurred approx 13 cm proximal to the tip of the guidewire. A 14 fr flexima sump drainage catheter was successfully placed and the pt is currently doing well.

Event description:
It was reported that during an unspecified pta treatment procedure, the ptfe coating from the amplatz super stiff guidewire kinked and tore, exposing the corewire. A peripheral drainage catheter was placed in the target position, but when the physician attempted to withdraw the amplatz guidewire he felt significant resistance. He also experienced difficulty removing the drainage catheter due to resistance between the guidwire and the inner lumen of the drainage catheter. The guidwire fractured outside of the pt's body, but no pieces of the device were retained in pt's body. The physician successfully completed the procedure by placing another drainage catheter. It was confirmed that there was no pt injury linked to this event and the current pt status is listed as "ok."